Event description:
It was reported that pump screen was broken, with touchscreen cracked, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and a replacement pump was provided by distributor while original device was awaited for further inspection.